Event description:
On 1/5/93 patient underwent lumbar decompression l4 & l5; discectomy, l4-5, left; and vsp fixation, l4 to sacrum, with bilateral posterolateral fusion with autograft and allograft. Patient experienced some continued low back pain and repeat films revealed both of his s1 screws were fractured. He had about 2 mm motion in august 1993 at those levels but repeat films in december showed no motion. Hardware was removed 3/8/94.10. Serial number: plates 1.5 slot x 1 pair 2025-1.5 screws 6.0 2026-2835 x 6 rings 3mm x 2 2026-1203 rings 5mm x 4 2026-1205 wedges x 2 2025-15invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.